Event description:
The patient experienced coupling/communication issues. Use of the antenna locate feature resulted in a power on reset (por) being di splayed on the recharger which then lead to a normal recharging screen. She was able to get better coupling and was able to recharge her ins.

Manufacturer narrative:
(B)(4)